Event description:
Information received indicates, the head section moved up unintentionally.

Manufacturer narrative:
The technician replaced the pt control board and jumper cables to repair the bed. The pt control board was found to have severe corrosion around the 5v pin of the "tv ch dn" button. This corrosion caused a break in the 5v line and prevented the other buttons from functioning.